Manufacturer narrative:
The device is not returning for evaluation as it remains implanted in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. Patient ID: (B)(6). It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 (severe) mitral regurgitation (mr). Two mitraclips were implanted and the mr grade was reduced to 1 (mild). On (B)(6) 2019 the patient had recurrent mr that was moderate-severe grade. No additional information was provided.

Event description:
Patient ID: (B)(6) it was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 (severe) mitral regurgitation (mr). Two mitraclips were implanted and the mr grade was reduced to 1 (mild). On (B)(6) 2019 the patient had recurrent mr that was moderate-severe grade. Subsequent to the previously filed report, additional information was received stating the recurrent moderate-severe mitral regurgitation (mr) was due to disease progression. The mitraclip was stable on both leaflets. There was no leaflet/chordal damage noted. The mitraclip did not cause/contribute to the recurrent mr. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis as the clip remains in the patient. There was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported mr appears to be related to patient morphology/pathology (disease progression) and is unrelated to the mitraclip device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported mr appears to be related to patient morphology/pathology (disease progression). There is no indication of a product quality issue with respect to manufacture, design or labeling.patient code 1964 was removed and replaced with 2199.